Manufacturer narrative:
Continuation of medical devices. Model: d314drg, ICD; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered an alert for out of range impedance of the superior vena cava (svc) defibrillation coil. Reprogramming was completed and the lead remains in use. No patient complications have been reported as a result of this event.